Event description:
The lipid filters we use for intralipids were packaged as 1.2 micron filters but the filter in the package was labeled 0.2 micron. The 0.2 micron filter is too small for the lipids to infuse through. I notified our supply coordinator and she notified the company.